Event description:
During procedure when trying to get the wire through the balloon catheter the endoscopist experienced problems, a detachment between the outer part of handle and insertion tube was detected. The main tube was still connected. The procedure was immediately discontinued, and the malfunctioning scope was successfully removed and replaced with a new scope. Patient outcome was not affected.

Manufacturer narrative:
The defective product has not been returned for investigation. However, a photo of the faulty device was provided by the customer from which ambu was able to verify the reported failure. Based on the preliminary complaint investigation the possible cause of main tube detachment was due a combination of failures where the torque force induced during procedure might lead to the joint became loose. Furthermore, it is likely that insufficient glue was applied while assembling the scope during production. Hence the likely root cause of the reported failure was a combination of weak gluing and excessive force applied to the device during procedure. Further investigation will be conducted to identify the actual cause of the failure after complaint sample is received. The device has not been received yet for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.